Event description:
It was reported that: "surgeon operated on this pt to address posterior instability of her tibial hip arthroplasty. He determined the acetabular component to be well fixed as well as the femoral component. He removed the above c-taper head and liner and replaced with a constrained acetabular insert and 22mm c-taper head with improved stability.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded by operating room staff. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2011-00983.